Event description:
On (B)(6) 2014, the needle broke off in the consumer's stomach during injection. The consumer went to the emergency room and a cat scan was performed. The needle was found but was not removed. The consumer was given an antibiotic.

Manufacturer narrative:
It is unknown at this time if the sample is available for evaluation. If additional information or the sample is received, a supplemental report will be submitted.